Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a flashing display after a battery change. The patient's blood glucose at the time of incident was 71 mg/dl. The customer stated that he had fallen earlier in the day. He was unsure if the insulin pump had hit the ground. During troubleshooting the display issue was not resolved. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.